Event description:
Customer reported encountering an occlusion alarm, with multiple previous instances occurring. There was no adverse impact to customer's blood glucose level, which did not exceed 500 mg/dl. Customer resolved issue by changing infusion set and cartridge, then resuming insulin delivery, and no further assistance was required, leading to the case being closed by technical support.